Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was between 120 mg/dl and 140 mg/dl and their sensor glucose read 70 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported receiving a calibration error alert and change sensor alarm. The customer's sensor was not bent upon removal. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.